Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot# va141ej, product type: lead.

Event description:
A health care provider (hcp) reported via a manufacturer representative that when passing the lead during implant, the hcp observed the tip was crumpled and crushed. Impedances were checked and the lead was found to be damaged. The lead was replaced and the issue was resolved. There were no patient symptoms or injury. No surgical intervention was needed and the event did not lead to or extend the patient's hospitalization. The patient was alive with no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that while looking over the electrode, the health care provider (hcp) noticed the tip was a bit bent. Impedances were checked and the hcp identified that the lead was damaged. A new electrode was used for surgery.

Manufacturer narrative:
Analysis of the lead found the proximal end was stretched and the conductors of the proximal end had shorts between circuits due to overstress/damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.